Manufacturer narrative:
D4 medical device lot # - 3340444 was reported, however, this is not a lot # manufactured for the reported catalog #. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.1 initial reporter email: (B)(6). E.1 initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with kit flu veritor system 30 test japan, a thin crack was on the cartridge and was visually determined to be positive. A repeat test was performed with the same specimen and was visually determined to be negative. There were no health impact or consequences reported.

Event description:
It was reported while testing with kit flu veritor system 30 test japan, a thin crack was on the cartridge and was visually determined to be positive. A repeat test was performed with the same specimen and was visually determined to be negative. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false positive when using kit flu veritor system 30 test japan (material#: 256052), batch number unknown. The customer reported that there was a thin line crack on the a line of the test cartridge that read as positive on the analyzer. After that, the same sample was tested on another test cartridge that had a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.